Manufacturer narrative:
The lens was not implanted. The lens was not implanted and therefore not explanted. (B)(6). Device evaluation: the device was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the tip of the injector (cartridge) split during the deployment of an intraocular lens (iol). Reportedly, the lens was prepared as per instruction. Additional information was received and it was learned the same issue happened in three occasions, during the morning list, with a new surgeon. On the first occasion the surgeon removed the cover and during insertion realised that the lens did not come out of the tip of the cartridge and the tip had split. A new lens was used without any problems. The further two occasions, the surgeon inspected the delivery system under the microscope prior to inserting into the patient's eye and found that the cartridge's tip was split. Again new lenses were used. The surgeon believed that the plunger was pushing from the side, missing the lens, and causing the lens to twist around rather than pushing the lens straight. Reportedly it was also believed that adequate viscoelastic helon was used each time. No further information was provided. Three preloaded delivery system model pcb00 were reported, therefore three mdrs will be filed. This MDR is for serial number (B)(4).